Manufacturer narrative:
Additional information received from the adjudication of this event stated that the death was cardiac related. Therefore, this event no longer qualifies as a reportable event, and is unrelated to the precise carotid stent implanted.

Event description:
The report is from the study. The patient was a male with a history of smoking and hypertension. The target lesion was the bifurcation of the right common carotid. Lesion length was 18mm and diameter was 6mm. The lesion was mildly tortuous and eccentric. A precise pro rx 8 x 30 was deployed at the target lesion. An angioguard was deployed and retrieved successfully during the procedure. The patient was discharged the day after the procedure. The patient passed away in 2009. The cause of death is unknown.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13365170 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided, it is not possible to determine what contributed to the reported event.

Event description:
The account alleges that the siderail will not function, due to a broken weld, resulting in an inability of the siderail to latch.